Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, st elevation was observed following placing the sheath into the left atrium. A coronary angiogram was performed and it was confirmed that there was not an air embolism. Nitro was given which resolved the st elevation. The case was continued and was able to be completed with cryo. No further patient complications have been reported as a result of this event. It was further reported that patient hospitalization was not extended.

Manufacturer narrative:
Product event summary: the data files for the date of the event were returned and analyzed. The files showed five applications were performed with balloon catheter 2af284, lot 40444-09. No system notices or issues were confirmed; a clinical issue was encountered during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event summary: the reported issue, st elevation, cannot be assessed through data analysis. The case was continued and was able to be completed with cryo. No further patient complications have been reported as a result of this event. This is a clinical issue encountered during the procedure. No product malfunction was reported. The arctic front catheter 2af284/ 40444 was not returned for analysis. In conclusion, this complaint is about a clinical issue (st elevation) encountered during the procedure. The balloon catheter was not returned for analysis. If information is provided in the future, a supplemental report will be issued.